Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device's locking sleeve would not lock. The device was being used during surgery. There was no patient injury was reported. There was no additional information provided.